Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found that the pulse generator was at elective replacement indicator (eri). The device was implanted for 4.98 years which is less than the expected 75 percent longevity. No information was received from the field regarding device settings.